Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR contact fax number added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 61 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to be on inotropes and vasopressors and CPR for prior cardiac arrest. The other medical history and comorbidities were not shared. The pump was supporting for less than a day when the pump was explanted and replaced by the extra-corporeal membrane oxygenation (ECMO) circuit. The explant occurred after placement signal was unreliable. The flows were appropriate when the placement signal was not. There was no harm noted at the time of explant, and the loss of placement signal had no effect on the patient, but the event will be conservatively reported for the pump removal. The patient survives and is on support with ECMO to date.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined.